Event description:
The patient experienced lack of effect and fatigue at the end of medication doses. The device was reprogrammed many times beginning in 2008 with no improvement in patient symptoms. The hcp reported that the battery depleted earlier than expected and was replaced due to the deep brain stimulation recall. The patient's condition improved after replacement. The hcp reported the patient outcome as 'recovered without sequela.'

Manufacturer narrative:
The deep brain stimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Lifted bondwires have not been confirmed in this device.